Event description:
It was reported that one day post implant, the right ventricular [rv] lead had high pace/sense impedance and high threshold measurements. The pocket was re-opened and the lead was checked with the analyzer; the impedance and threshold measurements were normal, however, the sensing value was higher than it was through the device. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the outer tubing overlay had blood/body fluid on it and was breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism (sleeve head) and visual analysis noted apparent explant damage. (B)(4) we also received performance data collected from the device and have analyzed the data. High resistance/impedance was noted with three patient alerts for out of tolerance subthreshold lead impedance on the same day as recorded explant on (B)(6)-2012. The programmer data s2d file (B)(4) shows three alerts for "rv bipolar lead impedance > 3000 ohms" on (B)(6)-2012.